Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported customer was admitted to the hospital for diabetes ketoacidosis due to being unable to test on the meter after the dog chewed it up. Customer reportedly felt bad and was experiencing chest pain and was taken to the hospital by his brother; was treated with a normal saline IV and an insulin drip, then later switched to d5 normal saline to correct the anion gap and carbon dioxide level. Requested return of the alleged device for evaluation and replacement was provided.